Manufacturer narrative:
A sleeve from the event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed scratches on the shield and a tear on the septum, an internal rubber component of the seal. Based on condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Name of procedure being performed: tatme case. Describe event or problem: hospital: [name]. Gelpoint point path was used for a tatme case. During the case, surgeon tried to remove a grasper from the 10mm sleeve, it also drags out the plastic instrument guide. A 4th piece was introduced. Half way through the surgery, the surgeon tried to remove the grasper again for cleaning but the plastic instrument guide was dragged out again. In the end, circulating nurse had to open another piece of sleeves from [name] (new box). Additional information received via email on 06apr2021 from [name]: plastic instrument guide is "referring to the trocars as per attached picture." Photo attached. Patient status: no patient injury. Type of intervention: a new piece was opened.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: tatme case. Hospital: [name] gelpoint point path was used for a tatme case. During the case, surgeon tried to remove a grasper from the 10mm sleeve, it also drags out the plastic instrument guide. A 4th piece was introduced. Half way through the surgery, the surgeon tried to remove the grasper again for cleaning but the plastic instrument guide was dragged out again. In the end, circulating nurse had to open another piece of sleeves from [name] (new box). Additional information received via email on 06apr2021 from [name]: patient status: no patient injury. Type of intervention: a new piece was opened.